Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2011, inratio: 5.7, retest1, inratio: 6.x, retest 2, inratio: 5.9, lab: 3.0. All tests occurred within an hour. Pt's therapeutic range is unk. However, pt's inr is stated to usually be around 2.0-2.5.

Manufacturer narrative:
Investigation pending.